Event description:
Pt with history of congenital av block due to maternal lupus, had a permanent epicardial single-lead pacemaker on day 2 of life, which was approximately 2 years ago. Also history of moderately large secundum atrial septal defect with right ventricular volume overload.recently, pt very tired and change noted in pt's cry. A trans telephonic monitor was sent that showed no ventricular pacing. Atrial rate was about 130s and ventricular in 40s. He had no hemodynamic instability. In the ed had a EKG that showed junctional escape rhythm with rate of 50. Cxr showed broken lead to pacemaker. Pt admitted and taken to or the following day for atrioseptal defect closure using autograft pericardial patch, removal of single chamber pacemaker and dual chamber pacemaker placement.